Manufacturer narrative:
Device 10 of 20.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that twenty infusion sets fell off during use. Patient blood glucose level was high which was corrected through injection via mdi and insulin type used was humalog/insulin lispro (eli lilly). Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.